Event description:
While using a byte night aligners, patient experienced a chipped tooth while wearing aligners. Patient to have tooth repaired. Patient was asked to send updated photos after dental appointment so treatment can be refined and move forward.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.